Event description:
The customer reported that the pt suffered from post-operative bleeding. It is unk if end tones of regrasp alarms were heard during the surgery. The pt was resubmitted to the operating room and is reported to be doing fine.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.